Event description:
Related manufacturer reference number: 2017865-2021-40346. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial channel of the pacemaker was oversensing. There was no intervention and the device and atrial lead will be monitored. The patient was stable.

Event description:
New information received notes of oversensing noise originating from the tricuspid valve.